Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of erratic blood results. Customer's wife states that her husband was sweating nad had chills prior to the call but denies her husband requires any medical attention. Customer;s expected blood results are 80-140mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 100mg/dl and 279mg/dl fasting. Reviewed meter memory:1:46mg/dlmg/dl, (B)(6) 2015, 10:49:00 am, fasting: yes; 2: 59mg/dlmg/dl, (B)(6) 2015, 10:48:00 am, fasting: yes; 3: 174mg/dlmg/dl, (B)(6) 2015, 10:47:00 am, fasting: yes; 4: 37mg/dlmg/dl, (B)(6) 2015, 10:47:00 am, fasting: yes; 5: 146mg/dlmg/dl, (B)(6) 2015. 10:12:00 am, fasting: yes; the customer disclosed that her husband is currently on dialysis and using the medication extraneal. I provided the customer with the health and safety info: "do not use the trueresult system to test your blood glucose if you ar receiving medical treatment that contains sugar such as maltose or xylose (extraneal; icodial; immunoglobulins such as octagam; or orencia)".

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Customer's wife states that her husband was sweating and had chills prior to the call but denies her husband requires any medical attention. Customer's expected blood results are 80-140mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 100mg/dl and 279mg/dl fasting. Reviewed meter memory: (B)(6). The customer disclosed that her husband is currently on dialysis and using the medication extraneal. I provided the customer with the health and safety information: "do not use the trueresult system to test your blood glucose if you are receiving medical treatment that contains sugar such as maltose or xylose (extraneal; icodial; immunoglobulins such as octagam; or orencia)."